Event description:
It was reported that the hinge part at the top of the insert was broken and 1-2mm size of broken part fell into the patient's body, however, it was able to be retrieved.

Manufacturer narrative:
Device was not returned for evaluation and the investigation is ongoing. If any additional information is received, a follow-up report will be submitted. No adverse consequences were reported.